Event description:
It was reported that the bd microfine plus¿ pen injector needle was defective and difficult to attach to and detach from the pen before use. The following information was provided by the initial reporter, translated from japanese to english: "the plastic part of the pen needle was defect and it was hard to attach/detached to/from the pen."

Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample and four photos were returned from lot. No. 9044754, cat. No. 320129. Functionality testing was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned the sample therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine plus¿ pen injector needle was defective and difficult to attach to and detach from the pen before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plastic part of the pen needle was defect and it was hard to attach/detached to/from the pen."